Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('one of her essure coils migrated and perforated her uterus') in an adult female patient who had essure (batch no. C59248, c22911) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included metrorrhagia and dysmenorrhea. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic discomfort ("increasingly discomfort"), menorrhagia ("heavy menstrual bleeding"), pelvic pain ("chronic pelvic pain / increasingly severe pain"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain") and complication of device insertion ("left tube spasmed essure bent with attempts at placement, had to open second device"). The patient was treated with surgery (uterus and cervix with bilateral fallopian tubes removed). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pelvic discomfort, menorrhagia, pelvic pain, back pain, abdominal pain, abnormal weight gain and complication of device insertion outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, back pain, complication of device insertion, menorrhagia, pelvic discomfort, pelvic pain and uterine perforation to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 3 and on opposite side number of expanded coils that appeared trailing into the uterine cavity was 5. Left tube spasmed-tip of essure bent with attempts at placement. I had to open a second device secondary to bent end I then had to remove endometrium from entrance of tube using graspers. After this, I was able to easily place the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: essure coils migrated and perforated her uterus. Most recent follow-up information incorporated above includes: on 18-mar-2021: mr received. Reporter information, patient details, lot number added. Event: complication of device insertion added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('one of her essure coils migrated and perforated her uterus') in an adult female patient who had essure (batch no. C59248, c22911) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included metrorrhagia and dysmenorrhea. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic discomfort ("increasingly discomfort"), menorrhagia ("heavy menstrual bleeding"), pelvic pain ("chronic pelvic pain / increasingly severe pain"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain") and complication of device insertion ("left tube spasmed essure bent with attempts at placement, had to open second device"). The patient was treated with surgery (uterus and cervix with bilateral fallopian tubes removed). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pelvic discomfort, menorrhagia, pelvic pain, back pain, abdominal pain, abnormal weight gain and complication of device insertion outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, back pain, complication of device insertion, menorrhagia, pelvic discomfort, pelvic pain and uterine perforation to be related to essure. The reporter commented: the number of expanded coiis that appeared trailing into the uteri n e cavity was 3 and on opposite side number of expanded coiis that appeared trailing into the uterine cavity was 5. Left tube spasmed-tip of essure bent with attempts at placement. I had to open a second device secondary to bent end I then had to remove endometrium from entrance of tube using graspers. After this, I was able to easily place the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: essure coils migrated and perforated her uterus. Batch no: c22911, production date: 2014-02-08, expiration date: 2017-02-28 . Batch no: c59248, production date: 2014-05-23, expiration date: 2017-05-31 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Follow up information was received on 02-nov-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this me. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and 3 months later hysterosalpingogram (hsg) showed one of her essure coils migrated and perforated her uterus. She underwent a hysterectomy to remove her essure coils, 8 months after insertion. This event is anticipated in the reference safety information for essure. In the present case, the exact date and mechanism of the perforation are unknown. The perforation was diagnosed 3 months after insertion, during the hsg. Given the nature of this event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 14-sep-2016 which refers to an adult (>=18y & <65y) female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 for birth control. Plaintiffs post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, and excessive weight gain. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. On or around (B)(6) 2016, she underwent the hsg (hysterosalpingogram) test and was informed that one of her essure coils migrated and perforated her uterus. Consequently, on or around (B)(6) 2016, plaintiff underwent a hysterectomy to remove her essure coils. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and 3 months later hysterosalpingogram (hsg) showed one of her essure coils migrated and perforated her uterus. She underwent a hysterectomy to remove her essure coils, 8 months after insertion. This event is listed in the reference safety information for essure. In the present case, the exact date and mechanism of the perforation are unknown. The perforation was diagnosed 3 months after insertion, during the hsg. Given the nature of this event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.